Event description:
Resident slipped out of sling and fell to floor. According to MFR, their representative called the facility to find out which sling was used and how it failed. On 2/15/96 rptr returned MFR rep's call, stating that it was another MFR's sling. Rptr said the pt made her own decision on the sling and the way it was to be used. MFR's literature states MFR's slings are to be used with MFR's lift.